Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating the primary motor did not engage for more than five seconds after a continuous open or short detected. An additional alarm, indicating an error was produced during data file extraction. Visual inspection of external components found black debris inside the fan cover and fan. Visual inspection of internal components found black debris inside the driver and secondary motor was out of primary alignment. Freedom driver failed functional testing for acceptance at incoming inspection. A continuous alarm did not shut off after drivelines were unkinked and secondary motor engaged during the kinked driveline test due the primary motor shutting off, replicating the reported complaint. Driver also had a fluctuating beat rate throughout the test. Additional testing included replacing the primary motor with a known functional motor. Driver was retested and passed all areas of functional testing including tests of the secondary motor system. Failure investigation for this complaint confirmed the reported issue from alarm history review. The customer complaint was replicated during testing; the root cause of the reported continuous alarm was determined to be a nonconforming primary motor gearbox. Failure investigation identified no other test failures or damage could have contributed to the event. Black debris is a known issue that is currently being addressed. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, the patient had continuous red alarm and all parameters were good, so he decided to switch the driver.

Event description:
Per hospital staff, the patient had continuous red alarm and all parameters were good, so he decided to switch the driver.